Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. This was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unknown surgical procedure the "burr locking mechanism was broken" on a motor device. There were no delays to the planned surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.